Event description:
It was reported that a patient underwent a gynecological procedure in 2007. During the procedure, the motor drive unit made a grinding noise when it was activated. No other details about the case were known. It was determined that the cpc connector on the front of the unit was out of alignment.

Manufacturer narrative:
Conclusion: the product upon which this medwatch is based has been received, however, the product evaluation is not yet completed. Any further information derived from the evaluation will be submitted in a supplemental 3500a form.